Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 14-103662 universal shell 860870; 103532 ti low profile screw 140280; 51-10460 taperloc stem 6028664; ep-105896 epoly liner 009630.

Event description:
It was reported a patient's hip arthroplasty was revised 3 weeks post-implantation due to pain, incision redness and drainage secondary to infection. During the procedure, significant cloudy fluid was encountered. The femoral head and liner were exchanged.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.